Event description:
A balloon ruptured on the first inflation at an unknown prssure during a femoral percutaneous transluminal angioplasty. An inflation gauge was not used. Another balloon was used to successfully complete the procedure without pt complications. This device has been destroyed by the user facility. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Since co follow up indicated this balloon was inflated without the use of a pressure gauge, co believes this may have contributed to this event and does not attribute it to the device. However, without evaluating the device, co cannot determine the exact cause for this event. Co's directions for use state: "it is essential that an inflation device with pressure gauge (catalog number 15-101 or its equivalent) be used to monitor pressure within the balloon to determine the adequate dilating force is applied while not exceeding the maximum limits of the product. Inflation in excess of rated burst pressure may cause balloon to rupture. Due to the extremely thin wall thicknes of the balloon, these balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do no reinflate and remove carefully."